Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump alarmed failed battery test, battery out limit, and excessive no delivery alarms. The blood glucose reading reached as high as the high 300 mg/dl range, which the customer treated with manual injections. Upon troubleshooting, it was found that the insulin pump failed the high pressure test twice. The customer's father was advised that the device be replaced. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window and a scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.